Event description:
A medtronic representative reported that, while in a procedure using a navigation system and an imaging system, after taking a spin the exam appeared inaccurate. The allegation is an inferior inaccuracy by 1 lumbar level, laterally inaccurate by 7mm. In trouble-shooting, it was verified that the reference frame was fully seated on the percutaneous pin prior to taking a second exam. The surgeon opted to continue and completed the procedure with the use of the navigation system, however, discontinued the use of the imaging system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4).(B)(4) 2014. A medtronic representative, following-up at the site, performed testing and the reported issue could not be replicated. No parts have been returned to manufacturer for analysis.